Manufacturer narrative:
Currently it unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
Customer reported that the insulin pump's act and escape buttons were not responding. Customer did not recall any significant events leading up to this error. Blood glucose level was 178 mg/dl at the time of the call. No further info was provided.